Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display is dim, the letters have a red hue. Setting the contrast to the highest setting did not improve the display but then a test display was used the screen functioned properly. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.